Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the shim is missing the ball bearings. No known patient impact.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product found it to exhibit signs of repeated use and have both of the ball bearing components disassembled / missing. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as these devices are within the scope of a previous design update. Medical records were not provided. This device is confirmed to have been a part of a previously completed design change. A notice was sent to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The complaint is confirmed via product return. The root cause is considered to be a previously addressed design issue. No corrective or preventative actions are needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.